Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: was an ethicon circular stapler used in the procedure? If so, please provide the product code and further details. No, only linear cutter stapler. Why does the surgeon believe the ntlc75 stapler has to do with the circular stapler field action/recall? Surgeon knows that there is nothing to do with the field action of the cdh, only remembered a fact related to bleeding. In the staple line in a surgery that used another type of mechanical suture. Can you confirm if the ntlc75 device was used at the site of the bleeding? Surgeon can't be affirm because he used a stapler of another brand in the same surgery.

Manufacturer narrative:
Product complaint (B)(4). Additional information received: it was informed that the patient died due to generalized infection and other complications. The patient had to be submitted to another surgery and was responding well, but progressed to widespread infection and other complications. Re-approach surgery date: (B)(6) 2019. Death date: (B)(6) 2019. Additional information was requested and the following was obtained: was an ethicon circular stapler used in the procedure? If so, please provide the product code and further details. No, only linear cutter stapler. Why does the surgeon believe the ntlc75 stapler has to do with the circular stapler field action/recall? Surgeon knows that there is nothing to do with the field action of the cdh, only remembered a fact related to bleeding in the staple line in a surgery that used another type of mechanical suture. Can you confirm if the ntlc75 device was used at the site of the bleeding?surgeon can't be affirm because he used a stapler of another brand in the same surgery." Does the surgeon believe that the ethicon device caused or contributed to the patient death? He can´t affirm. Was an autopsy performed? If so, can the results be shared? No autopsy. Would the surgeon be interested in speaking to ethicon medical and engineering to discuss event? No. He doesn´t think necessary.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an ethicon circular stapler used in the procedure? If so, please provide the product code and further details. Why does the surgeon believe the ntlc75 stapler has to do with the circular stapler field action/recall? Can you confirm if the ntlc75 device was used at the site of the bleeding?

Event description:
It was reported that following a duodenopancreatectomy with colectomy procedure, the surgeon commented that he had to re-operate a patient due to bleeding in the staple line, in the gastro-enteric anastomosis. The surgeon confirmed that the patient is well now. As the surgeon used in the same surgery both the j&j stapler ntlc75 and reload sr75 and a competing stapler, he cannot determine if the bleeding was related to the use of the j&j stapler. He does not have more details, he did not notify the hospital and only commented the event with the sales representative after hearing about the cdh staplers voluntary recall. He was emphatic that he would not like to answer the questions we normally ask after a reported event.